Manufacturer narrative:
(B)(4). The results of this investigation concluded there were tears in all three cusps. There was fibrous thickening and calcifications of all three cusps. There was fibrous pannus ingrowth on the inflow surface of all three cusps, and on the outflow surface of cusps 1 and 2. Special stains were negative for organisms and no inflammation was present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the tears, fibrin, and pannus were due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2012, the patient underwent an aortic valve replacement and this 21 mm sjm trifecta valve was implanted. On (B)(6) 2016, the valve was explanted due to severe aortic stenosis. The patient was reported to be stable postoperatively.